Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, but based on the quality investigation details the reported condition of the device running on its own could not be duplicated. Service completed any necessary maintenance and repairs.